Event description:
The reporter indicated that the device gave "back-up reset" and "restore serial number" messages. Two unsuccessful attempts were made to restore the serial number. The pt has recently had cataract surgery. It is unknown at this time if the pt had been cardioverted externally during surgery.

Manufacturer narrative:
Summary of analysis: the observed back-up pacing is the result of damaged components in the hybrid. The damage is characteristic of that resulting from electrical overstress. The cause of the overstress was not ascertained.